Event description:
It was reported the clinician, during aaa therapy to implant the excluder bifurcated endoprosthesis, inadvertantly covered the left hypogastric upon deployment. There was no allegation of deficiency made by the clinican.